Manufacturer narrative:
(B)(4). Batch #: t5c769. Device evaluation summary: the analysis results found that the ntlc75 device was received with no apparent damage and with reload loaded in the device. The reload had the proximal 3 drivers up and the remaining drivers down with staples present and swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload and fired without any difficulties. The staple and cut line were complete. However, the staple line at the distal end showed that 5 staples did not meet the staple form release criteria: since anvil was received partially detached on the distal end due to that the plastic post missing. In addition, top of plastic post was received in plastic bag. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. Although no conclusion could be reach on what caused the condition of plastic post damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a left hemicolectomy, the stapler blocked before stapling the colon and could therefore not be fired. They opened a new ntlc75 to continue the procedure. Procedure was completed with same like product. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). The analysis results found that the ntlc75 device was received with no apparent damage and with reload loaded in the device. The reload had the proximal 3 drivers up and the remaining drivers down with staples present and swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload and fired without any difficulties, however the staple line at the distal end showed that some staples were malformed. Additionally, since anvil was received partially detached at the distal end. It was noted that the plastic anvil posts were detached and received in plastic bag with the complaint device. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. Although no conclusion could be reach on what caused the condition of plastic post damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Additional device evaluation summary: product complaint device was received for additional engineering analysis to confirm if malformed staples were caused due to misalignment between the cartridge channel and the anvil channel. The device was visually inspected,and damage to the anvil was noted. The anvil was partially detached on the distal end and plastic posts securing the anvil were missing. The posts were received separately in a plastic bag. The device was further analyzed and no misalignment between the cartridge channel and the anvil channel was observed when the device was closed. The reported condition could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.